Manufacturer narrative:
Updated section: d4: device information. G4: manufacture date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex migration after placement. The patient underwent embolization treatment for unruptured saccular superior hypophyseal, landing zone distal 2.8mm proximal 3.1mm. The vessel was observed moderately tortuous. The pipeline flex was placed. It was reported that shortly post procedure, patient had CT for other reasons. It was noted that device migrated distal into right ica terminus and did not cover aneurysm. It was repositioned and a second larger device was deployed and positioned to tack down first migrated device and also cover aneurysm. There were not any patient symptoms or complications associated with this event.